Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3+. Two clips were successfully implanted. To further reduce tr, an additional xt clip (40731r1050) was inserted but became caught in the chordae. While troubleshooting, the third clip came into contact with the second implanted clip (40917r1014) and caused the second clip to detach from the anterior leaflet and remain attached to the septal leaflet (single leaflet device attachment/slda). Tissue damage was suspected. The third clip was able to be freed from the chordae without causing damage. The clip was then successfully deployed, reducing tr to a grade of 2. There was no clinically significant delay in the procedure. On (B)(6) 2025, the patient developed episodes of ventricular tachycardia. For treatment, the patient underwent tricuspid valve replacement.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was associated with challenging imaging quality. The reported device damaged by another device (dislodged) was due to procedural conditions due to the other clip interacted with the reported clip. The reported slda was due to the device damaged by another device. The reported patient effect of tissue injury appears to be related to the slda. A cause for tachycardia cannot be determined. Tissue injury and tachycardia are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient remained hospitalized and underwent tricuspid valve replacement. There is no indication of a product issue with respect to manufacture, design or labeling.